Manufacturer narrative:
An event of embolization and cardiogenic shock was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder was successfully implanted in a patient with difficult anatomy. The same day, the device embolized to the left ventricle and the patient was transferred to cardiac surgery to retrieve the device and close the defect. The patient is reported to be in cardiogenic shock.